Event description:
It was reported that almost four years after a coronary stenting treatment procedure a target vessel revascularization occurred. The pt had a nir stent implanted almost four years ago. The pt was enrolled in the taxus ii study in 2001 and had a taxus express2 3x15 mm drug eluting stent implanted in the mid left anterior descending artery (lad). The pt was admitted to the hospital because of recurrence of angina ccs class 3. Coronary angiography revealed an 80% narrowing in the outflow of the stent in the mid lad. The stenosis was treated with balloon angioplasty and implantation of a taxus express2 3x16 mm drug eluting stent at the distal end of the previously implanted study stent. The residual stenosis based on visual assessment was less than 30%. The pt was discharged on asa and clopidogrel. In the opinion of the physician the relationship to the investigational device is possible. The complaint was reported on the nir stent but it is unclear how the nir stent was involved and additional information has been requested.